Manufacturer narrative:
It was reported that the compressor mini would not start. Our field service engineer investigated the unit on site and found that the compressor motor was defective and in need of replacement. If the compressor cannot deliver enough air pressure, the connected ventilator will generate alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. There is no information if the motor was replaced and no parts has been received for further investigation. Based on this, a root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref.#: (B)(4).